Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2218-50, serial/lot#: (B)(4), description: linear st lead, 50cm; model #: sc-4316, serial/lot#: ni, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent an explant procedure due to a burning pain at the pocket site. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an explant procedure due to a burning pain at the pocket site. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received: serial number for sc-4316 clik anchor is (B)(4). Ipg: device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not confirmed. The device exhibits normal device characteristics. Leads: device evaluation indicated that the leads passed visual, photographic and electrical tests performed. The leads exhibited normal device characteristics. A review of the sterilization documentation for the devices was found to be satisfactory. Clik anchors: device evaluation indicated that the clik anchors passed visual test performed. The clik anchors exhibited damages similar to the typical explant damage, and they were not considered a failure. A review of the device sterile record found no anomalies or deviations that potentially relate to the reported event.